Event description:
Device 2 of 2. Reference MFR report #: 1627487-2013-05810. It was reported the pt experienced a burning sensation at the ipg site. The symptom occurred while stimulation isn't sure if the event occurred with his present or previous ipg. It was also reported the pt went to the emergency room (ER) for severe pain at the ipg site. As a result, the pt was given morphine. The ER doctor was unable to determine the cause of the pain the pt was experiencing. The event has not occurred since then. It is unk when the pt went to the emergency room.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.